Event description:
Without notice the MFR has changed from a 22 mm connector at the "y" of the breathing set to a 15 mm connector. Without the elbow connector, it would not be possible to use any mask to ventilate the pt. This is a hazard because frequently the elbow can get lost in an emergency situation.